Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Post procedure the patient was placed on dual antiplatelet therapy. At the 45-day follow up, transesophageal echocardiogram revealed a thrombus on the closure device. The patient was started on oral anticoagulation medication.